Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was able to be fully extended and retracted but not within specification due to the helix being bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted implant, the operator experienced difficulties extending the helix. After nineteen turns, the helix was still not fully extended. The right ventricular (rv) lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.